Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that no recovery error was prompted on the screen. After reviewing the device notes and confirming with the nursing staff, a hardware test application (hta) test was performed on both auxiliary drawer 3.2 and main drawer 3.2. Both tests completed successfully with no errors reported. The machine was powered off, the reseated cables, connections and sensors were inspected, and no loose components were found or required replacement. All indicator lights on the board were verified to be on and active. The machine was powered back on, and the customer performed an inventory count on both drawers. No issues or errors occurred during the process. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer 312 failed. The drawer was recovered; however, the error message device not detected on bus was displayed. The customer attempted troubleshooting by rebooting the station and trying to recover the storage space; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.